Event description:
A clinic director reported an intraocular lens was replaced with a different power, same model iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/22/2009, 12/24/2009 and 01/06/2010 by phone, fax, and mail. A completed questionnaire has not been received.